Manufacturer narrative:
PMA 510(k): this product is not marketed in the u.s. Device evaluation- evaluation of the returned product found that the iol was rotated to the left and the rod passed iol as reported. Volume of used viscoelastic material appeared to be enough. There was no irregularity found on injector and iol, all met criteria. (B)(4).

Event description:
The reporter stated that upon handling the rod of a ks-3ai aq310ai 12.5 diopter preloaded injector, the optical part became blocked making it hard to inject. There was no patient injury and the surgery was cancelled.